Manufacturer narrative:
Exact date unknown, event occurred approximately four months ago.

Event description:
It was reported that the patients ipg would no longer hold a charge and was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.